Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard broke. The following information was provided by the initial reporter: this is a customer complaint related to broken plunger during administration. Bms customer reported that during the administering the orencia pre-filled syringe the orange plunger broke. It mentions that may have jerked and pushed down on the needle. Also, bent the needle.

Manufacturer narrative:
The manufacturing location for this product is le pont de claix, france. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12feb2024 . H.6. Investigation summary: unconfirmed: no bd cause identified.